Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested but not finalized. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported two device malfunctions occurred on (B)(6) 2016 during a lumbar spinal canal stenosis procedure. During the implant insertion of an unknown device, the surgeon turned the applicator knob to the open direction. After turning, the knob fell off the construct. The implant was removed and replaced with a new device. The surgery was completed successfully. The surgery was delayed for ten minutes. Patient status is unknown. During inspection of the devices it was noted the applicator inner shaft was seen to be broken, which is a likely cause for the knob falling off. Concomitant device: 1x 03.812.004 / 8932967 (applicator knob); 1x 03.812.004 / 8784273 (applicator knob); 1x 03.812.004 / 8784273 (applicator knob); 1x 03.812.004 / 8395548 (applicator knob); 1x 03.812.001 / 8932962 (applicat out shaft); 1x 03.812.001 / 8368719 (applicat out shaft); 1x 03.812.001 / 8305053 (applicat out shaft); 1x 03.812.001 / 8474921 (applicat out shaft); 1x unk implants. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: all applicator knobs are in a used condition with signs of wear. According to the complaint description was only one knob affected. Since we received four (4) knobs for investigation, we are not able to determine which one came off the unit. Additionally it was mentioned that the surgeon turned the knob to the open direction. An internal functional test has shown that the open direction is tightening/assembles the knob, it is therefore impossible that knob came off the unit as complained. Based on these findings, we rather assume that the mentioned ¿knob¿ is the broken off portion of the inner shaft and not one of these returned applicator knobs. The devices are still intact and therefore no additional investigation will be performed. Upon visual inspection, there is no evidence that these concomitant devices contributed to the complaint condition. The devices are still intact and therefore no additional investigation will be performed. The applicator inner shaft, part 03.812.003, lot 8959887, is in a used condition with slight scratches. The knob at the end of the shaft is broken off. The broken off portion was not returned. Based on the received information we cannot determine the exact cause of this complaint. It is likely that the knob on the coupling end of the applicator inner shaft broke due to mechanical overload during use. Taking into account all relevant findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Device history records review was completed for part# 03.812.003, lot# 8959887. Manufacturing location: (B)(6), manufacturing date: jul 16, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing investigation has been completed for part# 03.812.003, lot# 8959887. One (1) applicator inner shaft was returned to manufacturer for investigation. Received article was in a used condition. The knob at the end of the shaft was broken off. During the manufacturing investigation, the hardness 48 +4/0 hrc and the undercut diameter ø2.2 0/-0.05 closed to breakage were measured. Both results were within specifications according to the product drawing. The knob on the coupling end of the applicator inner shaft was broken due to mechanical overload during surgery. Additionally, four (4) applicator outer shaft were returned. Upon visual inspection, there is no evidence that these concomitant devices contributed to the complaint condition. The devices are still intact and therefore no additional investigation will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.